Manufacturer narrative:
Unit passed the self test and displacement test. Pump¿s history and trace files downloaded successfully using thump software. Pump passed the leak test. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 5632 file number 2005) alarms on 10/04/2024 at 18:06:15.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and label damage(faded/stained/peeling). Pump error 53(line number 5632 file number 2005) alarms confirmed in the pump history/trace files on 10/04/2024 at 18:06:15.000 due to a software anomaly causing unstable power to the rf chip as per the r&d log. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unspecified alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and crack on the battery compartment side was confirmed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1780kpk.